Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel closure of an unspecified access site on the right side was attempted using a proglide device. Reportedly, a hematoma was found at the access site and in addition to the proglide device a non-abbott device was required. The patient is in stable condition, but required prolonged hospitalization. No additional information was provided.

Event description:
Crd _1003 - vantage. Patient ID #:(B)(6). Subsequent to the initially filed report, the following information was received: this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 15f and the tavr procedure was completed. A non-abbott device was used alongside the proglide sutures to achieve hemostasis. There was no reported clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hematoma is listed in the electronic proglide instructions for use as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G2 - report source g3 - date received by mfg - the g3 date was filed incorrectly on the initial medwatch report as 12/13/2023, but should have been 12/14/2023. H6 - medical device problem code 2993 was removed.